Manufacturer narrative:
Complaint confirmed. The evaluation of the returned device revealed that the distal tip was broken-off which was not originally reported and was only discovered during the evaluation process. The hex was also twisted. The device met all material specifications as received. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, torquing while leveraging the device.

Event description:
It was reported that the during insertion of the central screw the tip of the ar-9545-t15-03 (lot: 8001643), long driver shaft skipped out of the screw head. This occurred during a left reverse total procedure. A second ar-9545-t15-03 (lot: 8001721) was brought in, but the same issue occurred. A third ar-9545-t15-03(lot: 8001549) was used to complete the procedure in a normal manner. Additional information has been requested. Additional information received on 08/17/2018: the lot numbers of the devices have been provided. The rep stated that during the procedure the surgeon mentioned that the driver tip did not seem to fully insert into the screw head cavity. Upon final torque, the driver tip would jump out of the screw. The rep stated that the surgeon continued to remark that the driver tip did not want to fully engage the screw head. Additional information received on 08/30/2018: the rep reconfirmed that the tip on the ar-9545-t15-03 (lot: 8001643) broke while inserting the central screw and the broken piece was retrieved from the screw head with a frasier suction tip and dental pick. The broken tip was then discarded. The rep reconfirmed that the ar-9545-t15-03 (lot: 8001721) was dropped on the floor in central sterile prior to the case starting. The rep stated that they are not able to confirm if there was any damage related during or from the surgical procedure.